Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the issue with the package compromise the sterility of the device? Yes. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, before being used on the patient, the package was found damaged. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/9/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The device was returned outside of its original packaging and only the tyvek was returned. The tyvek presented a cut. It is unknown if this is the damage to which the reported event refers to. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It should be noted that product failure is multifactorial. No conclusion could be reached as to what caused the reported packaging issue. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.